Manufacturer narrative:
Date of event: exact date unknown, event occurred years ago from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear lead, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 17374088.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a spinal cord stimulator replacement procedure wherein all device components were explanted and a non boston scientific device was implanted. The explanted devices were discarded by the medical facility.